Event description:
It has been reported to us that during the procedure the tip of the guide wire became kinked then separated and remained inside the patient's vessel which was then successfully removed. The physician inserted the guide wire into the patient. The physician was performing a recanalisation of the coronary artery. The physician inserted a balloon dilatation catheter. At some point during the procedure the guide wire tip became caught on the lesion site and kinked the separated and became lodged in the vessel. The physician used a micro snare and successfully removed the separated tip of the guide wire from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt. H3: device evaluation anticipated, but not yet begun.